Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, following fields have been updated on this form: explant date updated to (B)(6) 2019. Method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the device a crease was found on the posterior view. Additionally, a tear within the crease measuring approximately 0.1 cm was noted. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with unknown size unknown saline implants on both sides and was presented with bilateral breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.